Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Implanted: explanted: product type recharger, ubd: 01-aug-2024, UDI#:(B)(4). H3 device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called to report that wireless recharger lights constantly stay on and won't turn off. They had him shut off the power on the wireless charger by holding the power button for 30 seconds. They plugged the power from the base for 45 seconds no go. They will replace the charger. No symptoms reported.